Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited constant beeping. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damage. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log no evidence of high pressure and no disposable alarm messages. To further investigate, a functional test was performed. Customer problem was duplicated. Pump was found to be "double beeping" during power up when batteries were inserted. Downstream occlusion sensor will be replaced.